Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast augmentation with a 350cc mentor memorygel breast implant on the right breast, suffered right breast capsular contracture (baker grade iii), post-procedure. The complication was diagnosed via physical examination and is characterized by deformity and superior displacement of the implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On april 25, 2022, mentor became aware that the patient's capsular contracture has progressed to baker grade IV.

Manufacturer narrative:
On may 16, 2022, mentor became aware that the patient's explantation surgery date has been updated to (B)(6) 2022.

Manufacturer narrative:
On november 15, 2022, mentor received additional information indicating that the suspect medical device has been shipped to mentor but has been lost in transit by the carrier.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient has been scheduled for breast implant removal surgery on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture.

Manufacturer narrative:
On july 20, 2022, mentor became aware that the patient did not undergo breast implant removal surgery on (B)(6) 2022, and has cancelled without any rescheduled date. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: n/a.

Manufacturer narrative:
On september 29, 2022, mentor received additional information indicating that the patient now has another scheduled breast implant removal surgery on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture.